Event description:
Hlthcare professional reported approximately 9 months after injection with juvederm voluma xc in an unspecified location, the pt experienced "hardness and firmness." Add'l info from the hlthcare professional elaborated pt developed two "firm bumps" in the right upper cheek. Approximately one month after onset, injector treated the pt with hylenex multiple times, the symptoms resolved approximately two weeks after treatment of symptoms.

Manufacturer narrative:
(B)(4). Further info from the reporter regarding event, product, or pt details has been requested. No add'l info is available at this time. The event of "hardness and firmness" and "firm bumps" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions. All the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conform to the specifications. No deviation, anomaly or change in connection with this complaint were recorded. The sterilization cycle is registered as conform.